Manufacturer narrative:
The reported event of ail issues file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported air in line alarms with no visible air noted on 4 of the devices and tubing replaced during a surgical case. The events are occurring in the operating room. The facility's anesthesia physician group requesting education for ail alarms. The biomed evaluated the devices and they all tested with out issues.